Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer is concerned with qc variation, which results lower in the morning than the afternoon run. Qc resulted within range on the day of event. The ccc dispatched a customer service engineer (cse) to the customer site. The cse inspected the instrument and found a leaking base pump and replaced it. Quality control (qc) was tested and was in range. The cse requested the customer to run calibration and then run qc five times. The customer performed a parallel study between two lots, and the results were within acceptable ranges. The cause of the discordant testosterone results is unknown. The system performed as intended. No further evaluation of the device is required.

Event description:
Discordant, testosterone results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported out to the physician(s). The results were questioned by the physician. The samples were repeated twice, on two different days, on the same advia centaur xp instrument. Corrected reports were not issued. The customer was not confident with repeat results obtained due to shifts quality control (qc) recovery. There are no known reports of patient intervention or adverse health consequences due to the discordant, testosterone patient results.